Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicated in 2008 at 1526, channel a was programmed in basic therapy to deliver dopamine with a drug concentration of 800mcg/ml at a dose rate of 3mcg/kg/min, with a vtbi of 0.666ml, for a duration of 4 hours 9 min at a rate of 0.160ml/hr, distal occlusion setting of 10psi, and proximal occlusion setting of solution container. The infusion was started. At 1758 channel a infusion was stopped. At 1758, channel a was reprogrammed to deliver a vtbi of 0.642ml, for a calculated duration of 4 hours and the basic therapy program was resumed. At 1801, the 3.495ml shift total was cleared. At 2133, channel a was placed in standby mode.

Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. On an unspecified date and time, the device was programmed to deliver unspecified concentration of dopamine via syringe and the delivery was started. No specific programming parameters were provided. In 2008, at approx 2100, the nurse noted the trifuse roller clamp was closed. It was reported the clamp was opened and the pt's blood pressure reportedly "shot up" and the pt became bradycardic. The dopamine therapy was stopped. No medical interventions were required. At an unspecified time, the device was removed from clinical service. There were no reported adverse pt sequelae. Though requested, no additional info was provided.